Event description:
The customer reported to olympus, that switch 4 was not working on the evis lucera elite colonovideoscope. Inspection and testing of the returned device found that there was a foreign object in the nozzle attributed to insufficient cleaning. There was no report of delay or harm to the patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Switch 4 was not working due to a switch printed circuit board failure. In addition and as stated in section b5, the device evaluation found foreign material in the nozzle attributed to insufficient cleaning. Additional evaluation findings were as follows: due to clogging of nozzle, water removal ability does not meet the standard value, due to wear of the angle wire, the bending angle in up direction and the play of the up/down (u/d) knob did not meet the standard value, the adhesive on bending section cover had a crack, and the scope connector had a crack and discoloration. The following parts had scratches: protector of universal cord on the scope connector side and on the control section side, image guide protector, scope connector cover, forceps elevator lever and knob, u/d knob and the right/left (r/l) knob, grip, flexibility adjustment ring and the control unit had a scratch and discoloration. A review of the device history record found the subject device was shipped in accordance with specifications. The root cause for the reported event cannot be conclusively identified. It was unknown if the reprocessing was conducted in accordance with IFU as the customer did not provide the requested information . Inspection of the device and as confirmed by the service business center (sbc) found no deformation of the nozzle that can be contributed to the event. However, ¿foreign material was in the nozzle¿ was confirmed. Therefore, the device did not meet the specifications nor the features. Instruction for use (IFU) : the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the spray valve function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.